Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right coil') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / painful menstrual cycle"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), pelvic pain ("pelvic pain"), arthralgia ("joint pain") and back pain ("back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysgeusia, mood swings, depression, anxiety, acne, urticaria, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, alopecia, abdominal pain, pelvic pain, arthralgia and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received- previously reported event "injury to herself " updated to "pregnancy (no complications)", events- "device ineffective, metallic taste in mouth, mood swings, depression, anxiety, acne, hives, migraines, headaches, migration of essure device location of device: right coil, dysmenorrhea (cramping), weight gain, bloating, hair loss, abdomen pain, pelvic pain, joint pain, back pain", reporter, patient demographic information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.